Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No thorough investigation can be performed. Conclusion: no conclusion can be drawn. Our complaint database does not show any increasing trend for this type of access port. No corrective action is envisaged.

Event description:
Disconnection of the catheter from the access port, less than 2 months after the implantation. Removal of the catheter performed in an other hospital.